Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The condition of the devices used, including the pump, battery module and power cord is unknown. It is not known if the user experienced an error message on the device. Some error messages must be cleared by manually removing power sources from the device: "to clear alarm, remove battery and unplug power cord." The instruction is presented on the pump display. The pump does not power off on its own due to an error message. If the pump is plugged in, it is not expected to shut down, even if the battery fails. In the event of an issue with the battery, a battery alert may display on the pump and warns the user of an issue with battery power and presents with the message: "¿battery error do not unplug pump! Battery operation may not be available.¿ in the event of decreased battery capacity, per the spectrum iq installation and maintenance manual: "the pump provides three warning levels (low battery, very low battery and battery depleted) as the battery capacity decreases while operating on battery power. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of spectrum iq infusion pumps had improper shutdown when plugged in and the pumps turned off during an unspecified process step. This was observed in sky 5, 6 trauma intensive care unit (ICU) and the 8th floor ICU. There was no report of patient injury or medical intervention associated with this event. No additional information is available.